Event description:
It was reported that the lead had varying and high impedance. It was also reported that the lead was oversensing and a lot of wrong ventricular fibrillation and ventricular tachycardia detections occurred as a result of the issue. The lead was not removed but a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.